Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Kinks evident to the hypotube. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised and stretched over the proximal marker band. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity coronary drug eluting stent was attempted to be used to treat the right coronary artery (rca). The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent failed to cross the lesion as the vessel was very calcified and tortuous. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy. No patient injury reported.

Event description:
One resolute integrity coronary drug eluting stent was attempted to be used to treat the right coronary artery (rca). The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent failed to cross the lesion as the vessel was very calcified and tortuous. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Kinks evident to the hypotube. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised and stretched over the proximal marker band. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.